Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: the actual device was returned to the manufacturer for physical analysis. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. System air leak test passed. Teach pump test failed. Failure traced to: defective opto-sensor from the motor pump a. Accelerated stress test was performed without any failures or problems. No fluid leaks found in the test cassette during the accelerated stress test. An internal visual of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. The device history record did not reveal any issues or problems related to the reported symptom code(s). Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak associated with pd treatment. The patient called and reported an encoder flag error warning during a fill. The patient also reported seeing fluid leaking from the cassette module area of the cycler. The technical services person told patient to stop using the cycler and a new one was issued. The patient knew how to perform manual treatments and had the supplies to do so. In a follow up, the patient's pd nurse verified the fluid leak event and said there was no harm, intervention or adverse event for the patient. The patient did get a new cycler and is using it with no further issues.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak associated with pd treatment. The patient called and reported an encoder flag error warning during a fill. The patient also reported seeing fluid leaking from the cassette module area of the cycler. The technical services person told patient to stop using the cycler and a new one was issued. The patient knew how to perform manual treatments and had the supplies to do so. In a follow up, the patient's pd nurse verified the fluid leak event and said there was no harm, intervention or adverse event for the patient. The patient did get a new cycler and is using it with no further issues.